Event description:
While excising the omental mass, surgeon reported that the ligasure impact tip was not functioning correctly. A second device was used without incident. It is unknown if the subsequent device used was of the same or different lot number.